Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that a user attempted to set up a replacement ilet and, during pairing and software update steps to enable g7 compatibility, experienced repeated alert 63 indicating a device haptic communication error, followed by unsuccessful pairing and required restarts; the user reverted to a prior ilet that functioned normally. Symptoms included no adverse clinical effects. Outcomes included no medical intervention or hospitalization, and therapy continued using an alternate ilet. Investigation included customer service troubleshooting and education, device restart attempts, and coordination for device return and exchange. Investigation of this device revealed a malfunction consistent with a vibration motor communication fault within the device electronics, which prevented successful pairing and normal operation. It was concluded that the cause was a device component malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.